Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 43.3mm diameter abdominal aortic aneurysm. It was reported that during the index procedure the stent graft was implanted but due to severe tortuosity the stent graft became compressed (accordion state). It was reported when re-performing angiography, the suprarenal stent released unexpectedly from the spindle but did not attach to the aortic wall. The suprarenal stent on the lesser curvature was still in place and so the device was not pulled but left in place and the back end wheel was turned to deploy another suprarenal stent on the lesser curvature. For push-up, although the attachment of the suprarenal stent seemed less than usual on the tortuous neck, it was confirmed that the spindle was released and push-up was performed. When deploying the contralateral gate, it was reported to be crushed (squashed). Cannulation could not be performed and the deployment was performed first from ipsilateral side and then the procedure was continued from ipsilateral side with crossover. In order to reinforce the weak push-up achieved, another manufactures limb was deployed on the ipsilateral side from the flow divider, pushing it up to the 3rd or 4th stent and the device was stabilized. An additional manufactures leg was added to the contralateral side and the device was stabilized. A further limb extension were also placed in each eia for sufficient seal zone. The final angiography indicated no evidence of endoleak however, part of the stent graft was caught on the left ra with a delay in blood flow. To secure blood flow in the left ra, cannulation was attempted but the attempt failed. For the first 2 days post procedure, the patient reported numbness in both legs and the physician thinks this is due to occlusion of the distal vessels during the procedure. The numbness has now improved and renal function has not been affected. Per the physician, the cause of the event is due to patient tortuous anatomy. No additional clinical sequelae were reported and the patient will be monitored.